Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. The customer's blood glucose reading was 400 mg/dl at the time of incident and 292 mg/dl at the time of the call. Customer indicated that they do not feel well to troubleshoot and will call back at a later time. No further details given.